Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results for patient (B)(6) were not reported to the physician(s). The discordant results for patient (B)(6) were reported to the physician(s), who questioned them and asked for a redraw. Patient (B)(6) sample was repeated on an alternate instrument, resulting as expected. Patient (B)(6) sample and a redraw were repeated, resulting as expected. The original sample was repeated on an alternate instrument. It is unknown what instrument the redraw was repeated on, and if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology probe and tubing. Quality controls and patient samples were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na, k and cl results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.